Event description:
The customer reported that following a diagnostic catheterization procedure in 2003, an attempt was made to deploy a vasoseal es. The operator placed the locator and deployed the j segment. When the operator pulled back on the locator to engage the j segment, pt did not feel resistance. The j segment was retracted and then redeployed again. The dilator was placed over the locator, but no resistance was felt when the white indicator line on the locator was visible at the proximal end of the dilator. When the dilator was removed, it was noted that the yellow line on the locator (indicates a shallow tissue tract) was visible above the skin line. The operator tried to retract the j segment, but was unable to move the handle. The locator was then removed a syvek patch was applied to the site. It was noted that the j segment was missing form the locator. The j segment was visualized in the groin area under fluoroscopy, but it could not be determined whether it was in the tissue tract or artery. An ultrasound confirmed the presence of the j segment in the artery. The radiologist was concerned that it is possible the broken tip may have caused trauma or dissection during retrieval so a runoff was performed. The runoff was unremarkable and the pt had no complaints. No pt complications were reported.